Event description:
This is a case that was reported on the (B)(6) 2012 to baxter (B)(4) from the (B)(6) hospital incorporating the (B)(6) hospital. It was reported that on the (B)(6) 2012 while the connection shield was attached to the dialysate bag and the dialysis procedure was commenced by the patient, the nurse noticed that there was a crack in the plastic of the shield. A patient was involved but no injury reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation.one opened pouched connection shield was received for analysis. The sample received was visually inspected and it was noted that the connection shield was broken at the hinge area of the connection shield.